Manufacturer narrative:
(B)(4). If additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. During evaluation, the device passed all of the return instrument test/evaluation (rite) testing. No issues were noted during internal and external inspection. The reported issue could not be duplicated during device evaluation. As a result, the root cause cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice (hc) device was not grounded during use, while the home patient (hp) was not connected. There was no report of adverse event associated with this report. No additional information is available at this time.